Event description:
While 2 staff members were transferring resident from bed, the pin at base of lifter broke resulting in a fall of this resident to the mattress & sliding to floor. Resident unable to communicate verbally. Sent to ER for evaluation & x rays. All negative.